Event description:
A distributor reported that the keypad buttons became unresponsive while the pump was being used for demonstration purposes. The distributor stated that the battery was removed and re-inserted, and when they attempted to set the time after rebooting the pump, the numbers were scrolling without user intervention. The pump had reportedly been placed in water to demonstrate the waterproof feature of the pump; there was no evidence of water found in the battery compartment.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 11/30/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive and require excessive force to obtain a response. The reported scrolling/button hypersensitivity could not be duplicated during testing. There was evidence of contamination found under all key contacts. There was no evidence of internal moisture damage. Evaluation revealed a small tear in the bolus button cover, and a bolus button leak was observed during testing. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.